Event description:
It was reported the patient was experiencing diaphragmatic stimulation with the lead. The lead was turned off and then extracted later during device replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. No anomalies were found. The outer insulation was melted on the surface in some areas and in some areas the outer insulation was melted and breached. There was blood on the distal end of the electrode. There was blood (not obstructed) on the distal and proximal conductors. The outer insulation was breached cut. Environmental stress cracking was noted on the lead insulation. Visual analysis revealed there was apparent explant damage.